Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that they had clamped the saline roller clamp at the initial stages of priming and got an alarm to open the roller clamp. After opening the roller clamp they received a few "high-level reservoir sensor detected excess fluid" alarms and they noticed blood tracking up the saline line to the filter. Per the customer they loaded the centrifuge and tubing set correctly and there were no obstruction in the reservoir. They received another of the same alarm and it did not allow them to proceed. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The adjusted final fluid balance = 93.6 %. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that they had clamped the saline roller clamp at the initial stages of priming and got an alarm to open the roller clamp. After opening the roller clamp they received a few "high-level reservoir sensor detected excess fluid" alarms and they noticed blood tracking up the saline line to the filter. Per the customer they loaded the centrifuge and tubing set correctly and there were no obstruction in the reservoir. They received another of the same alarm and it did not allow them to proceed. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.